Event description:
It was reported that, during an exam, a chest x-ray confirmed the pulse generator and the electrode had migrated. A review of the downloaded electrograms found a reduction in measured intrinsic amplitudes in the march-april period. Also, there was some noise. The system was successfully explanted and replaced. The new pulse generator was implanted between the anterior pectoralis major and latissimus dorsi muscles. There were no additional adverse patient effects.